Event description:
The user facility reported the reliance synergy washer is leaking water. No procedures were cancelled or delayed. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the reported leak to be originating from loose hose clamps. The technician retightened the hose clamps and ran a test cycle. The unit was confirmed operational and returned to service.